Event description:
It was reported that after insertion, the foley catheter fell out of the patient naturally. Upon checking the catheter, the sterile water leakage was confirmed. It was mentioned that health damage to the patient was unknown. Per follow up information received via ibc on 14nov2022, it was stated that there were no obvious visible defects in the catheter and the balloon. There was no health damage to the patient.

Manufacturer narrative:
The reported event is unconfirmed as the reported event meets specifications. Visual evaluation noted received a 2-way catheter with cut portion of inlet tubing. Inflated balloon with 10 ml of solution and the catheter rested with no leaks noted. Deflated balloon passively with no cuffing or leaks noted. First photo sample shows overview of catheter. Second photo sample focuses in on cap of catheter. Third photo sample focuses on top portion of cap. Fourth photo sample shows balloon prior to inflation. Therefore, product meets specifications which states "balloon shall inflate and deflate normally with use of syringe." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review is not required as the reported event is unconfirmed. The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that after insertion, the foley catheter fell out of the patient naturally. Upon checking the catheter, the sterile water leakage was confirmed. It was mentioned that health damage to the patient was unknown. Per follow up information received via ibc on 14nov2022, it was stated that there were no obvious visible defects in the catheter and the balloon. There was no health damage to the damage.